Event description:
The customer reported that falsely elevated concentrated carbon dioxide (co2_c) results were obtained on (B)(4) patient samples on an advia chemistry xpt instrument. The erroneous results were not reported to the physician(s). The sample identified as (B)(6) was repeated twice on alternate advia chemistry xpt instruments and the sample identified as (B)(6) was repeated once on an alternate advia chemistry xpt instrument. For the sample identified as (B)(6), the repeat results recovered lower than the initial results and were considered correct. The repeat result of 30 meq/l was reported to the physician(s). For the sample identified as (B)(6), the repeat result was not reported to the physician(s), and it was unknown which result was reported to the physician as a correct result. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated concentrated carbon dioxide (co2_c) results were obtained on (B)(4) patient samples on an advia chemistry xpt instrument. Calibration and quality control (qc) were acceptable at the time of sample processing. A siemens customer service engineer (cse) was dispatched to the customers¿ site. During the visit, the cse inspected the instrument, noted that the oil bath was contaminated with water, aperture was dirty, decontaminated the oil bath, cleaned the aperture, replaced lamp and cuvette, performed cuvette blank, startup wash and lamp energy check. The customer ran the qc, which, recovered acceptably. Siemens further evaluated the event and concluded that the contaminated oil bath, dirty aperture and bad lamp, which were corrected by the service activities performed by the cse potentially contributed to the falsely elevated co2_c result. The instrument is performing according to specifications. No further evaluation of this device is required.